Event description:
A percutaneous coronary trans radial intervention (pci) was performed in the left anterior descending (lad) artery. Pre dilatation with a 2.25 mm balloon was performed. The intravascular imaging catheter (ivus) was used successfully to examine the lesion prior to stent placement. The stent was implanted. Post- dilatation was done with a 2.5 mm balloon and ivus was performed again confirming the stent was fully dilated. During removal of the ivus catheter, the physician felt resistance; the catheter had become stuck with the stent. The physician then pushed the inner sheath distally and was able to successfully remove the catheter. The patient's condition was reported to be "good".

Manufacturer narrative:
(B)(4) - stuck in sent.

Event description:
A percutaneous coronary trans radial intervention (pci) was performed in the left anterior descending (lad) artery. Pre dilatation with a 2.25 mm balloon was performed. The intravascular imaging catheter (ivus) was used successfully to examine the lesion prior to stent placement. The stent was implanted. Post- dilatation was done with a 2.5 mm balloon and ivus was performed again confirming the stent was fully dilated. During removal of the ivus catheter, the physician felt resistance; the catheter had become stuck with the stent. The physician then pushed the inner sheath distally and was able to successfully remove the catheter. The patient's condition was reported to be "good."

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints for catheter stuck in stent were found in the lot. During visual analysis, bloodstains were observed inside the telescope and distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. One hub wing was bent when the device was received. The male/female luer connection was detached and the imaging core was outside of the sheath assembly when received. Imaging core wind up in the telescope assembly was observed. The observed windup, which leads to image loss, is unrelated to the catheter becoming stuck in stent. The male/female luer connection was inserted back into the sheath but cannot go through inside the sheath due to imaging core wind up and presence of dried blood. The guidewire exit port was lifted and ripped. The distal tip assembly is still intact. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted the device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings and percautions: warnings: " never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment." Precautions: " never advance or withdraw the imaging catheter without the imaging core assembly inside the most distal position..." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or dfu. Based on the event description, the observed condition of the returned device, and the anatomical and procedural factors encountered during the procedure, the root cause of the stuck on stent has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.